Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Insulin pump received compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime, compromised force sensor system test, excessive no delivery test and occlusion test or verify no excessive no delivery or occlusion alarm due to compromised force sensor system alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had no delivery alarm. The customer¿s blood glucose was unknown. Customer stated that the insulin exited. Customer stated that the bolus was working. Troubleshooting was performed. Customer was advised to use insulin pump not anymore and use back-up plan. The insulin pump will be returned for analysis.